Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, while on the surgical stapling of the stomach, the device was unable to fire even when the green button was pressed and handle was squeezed, wherein the stapler was left with the trigger loose or soft and ¿the load did not evolve the blade¿. There was no patient injury.